Event description:
It was reported that the pump had a broken top case. The issue was identified during testing. Investigation of the event log revealed a travel coarse error. This malfunction renders the event reportable. There was no patient involvement or adverse event reported.

Manufacturer narrative:
The returned pump was evaluated. Review of the event history log (ehl) identified a travel coarse error. A 12-month service history review found no additional records. During visual and functional inspection, chipped corners on the top case and cracking in the bottom case and plunger case were observed. The reported issue was confirmed through inspection, with the probable root cause attributed to normal material characteristics and device aging. To address the travel coarse error, several drivetrain components were replaced due to likely wear, including the leadscrew, coupler, worm gear, and clutches. The main board was also replaced to resolve a motor rate error, likely related to device aging. Following repairs and calibration, the device¿s functionality was verified by successful completion of power-up, plunger travel, occlusion, and flow accuracy tests.